Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Additional information will be submitted within 90 days upon receipt.

Event description:
The report received from the affiliate indicated that during an endomyocardial biopsy, the 7f biopsy forceps was unable to close and the device appeared damaged. Further information indicated that the device presented the failure when clamping the sample and the forceps could not be closed. When the forceps were removed from the catheter, the jaw assembly seemed to be damaged (which was described as ruptured.)